Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00398.

Event description:
The customer reported that he obtained blood glucose readings of 310 mg/dl and 88 mg/dl at 9:30 a.m. On two separate contour meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits and test strips were sent to the customer.

Manufacturer narrative:
The customer returned both suspected contour meters and contour test strips from lot # 9ej3b01f for evaluation. The in-house contour test strips from lot # 9ej3b01f were also used for testing. The returned meters were tested with the returned test strips and in-house test strips, which gave a satisfactory performance.